Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an open reduction internal fixation (orif) of the fibula and medial malleolus with a hook plate and syndesmotic repair with the fibulink. There was difficulty engaging the fibulink device into the tibia component. A larger hat was used and engaged right away. Postoperatively, the patient had no pain to the ankle but mild pain along the peroneal tendons. The patient was doing well, walking in regular shoes and back to all activities with minimal swelling. The wound healed in a duration of six (6) months. This report is for one (1) fibulink® syndesmosis repair kit/ti. This is report 1 of 3 for (B)(4).